Event description:
A hosp in (B)(6) reported via a fisher & paykel healthcare rep that an iw910 mobile infant warmer has a cracked warmer head. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare is currently waiting for the return of the complaint warmer head for eval. We will provide a f/u report upon receipt of the complaint device and completion of our investigation.